Event description:
It was reported that during a procedure to implant the 360mm x 11mm trochanteric nail with a 90 mm helical blade for a subtrochanteric fracture in a 31 year old male patient, it was difficult to disassemble the helical blade insertion guide, it was confirmed that after the helical blade was inserted, the button to release the insertion guide would not release the instrument for removal. The surgeon then disconnected the insertion handle from the nail and removed the entire insertion unit. The insertion unit was disassembled after the case on the back table. It was noted that the threads on the threaded spindle of the insertion sleeve were damaged. No patient harm was reported. This is from next generation trochanteric nailing system (tfna) mpe 67. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was conducted. The report indicates that the tfna dcrm (windchill #(B)(4)) was reviewed and the following risk addresses the complaint: (B)(4) ¿ failed disassembly of instruments leading to "surgical delay - marginal" the calculated occurrence rate for this complaint is higher than the occurrence rate reported in the dcrm due to the limited data available for the tfna mpe (approximately (B)(4) cases), however changing the occurrence rate for this item is not justified at this time because the product is in the early stages of market release. The occurrence rate for all harms in the current tfna dcrm is based on extensive data from a similar predicate system (tfn), which has similar designs and intended use. The occurrence rates calculated in the tfna dcrm ((B)(4)) will be monitored and updated as necessary after more data is collected according to the tfna post market surveillance plan ((B)(4)). The tfna instrument f&dr (windchill #(B)(4), version (B)(4)) was reviewed and the following lines are applicable to this complaint: the aiming arm should provide targeting to allow for correct placement of the head element in relation to the nail. Instruments must be compatible with mating instruments in the tfna system the relevant verification activity for both lines 1.56 and 4.2 is a tolerance stack ensuring the passage of the guide sleeve through the aiming arm. ((B)(4)). This stack was checked and found to be correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the blade guide sleeve (03.037.017) and 130º aiming arm (03.037.013) was received from the field. The blade guide sleeve exhibits thread deformation 35mm to 50mm from the top of the flange. The metal plate in the aiming arm which the blade sleeve goes through exhibits some circular wear scars which is caused by the buttress compression nut (03.037.016) and is considered as normal wear by the act of buttressing. This agrees with the summary that was provided in the previous evaluation and remains adequate in addressing this complaint. Device was reported as returned on previous follow up medwatch; added date device was received by manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.